Event description:
Prior to starting chemo, attempted to connect luerlock extension tubing to facilitate safe blood return checks during chemotherapy infusion. Device was flushed from top without issue. Closed transfer male port was accessed with female connector attached to saline syringe. When flush attempted, salline ejected in a hard stream from tubing area under male connector. Extension was removed from PICC and tubing. Devices will be returned only if manufacturers provide prepaid shipping, packaging as per dot, or pick the item up. The details in the report is the extent to which we identify medications involved or patient contact.